Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation.

Event description:
The user facility reported the cutters stopped actuating during the procedure. There was pt contact with no pt injury.